Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing tones. The device was later explanted due to end of life (eol) after 33 months of implant. An expression of dissatisfaction was made with regard to device longevity. The device was explanted, replaced and returned to guidant for analysis.